Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the detached stent found the entire stent profile was damaged with severe stretching of the stent struts at the stent mid-section. The damage to the proximal & distal ends was less pronounced. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile and the distal shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20-nov-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mmx2.5mm, eccentric, de-novo target lesion was located in the moderately tortuous and moderately calcified coronary artery. The lesion contained a between >45 and <90 degrees bend. After a guide wire was crossed the lesion, pre-dilatation was performed with a 1.5x08mm balloon catheter resulting in 60% residual stenosis. A 2.25x28mm promus element stent was then advanced to treat the lesion. However, the device was unable to cross the lesion despite multiple attempts. The device was removed and exchanged with a non-bsc stent. The procedure was completed with post-dilatation of a 2.00x15mm balloon catheter. No patient complications were reported and the patient's status is stable and doing well. However, returned device analysis revealed stent detachment.